Event description:
It was reported the right ventricular (rv) lead experienced a sudden jump in pacing threshold. Afterwards the pacing impedance has continuously risen from a relatively stable plateau of around 800 ohms to around 1300 ohms. The event of pacing threshold's jump was related to a heavy fall of the patient by the ending of (B)(6) 2012. The pace/sense and rv coil portions of the rv lead were shut down. The super vena cava (svc) coil portion of the lead remains in service but is currently programmed off until stable impedances post procedure are confirmed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. (B)(4).